Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the type of foreign material could not be identified. In addition, the reason why the material remained could not be specifically identified. Though, it is likely that foreign material could not be removed due to physical damage on the device. The instructions for use identify verbiage regarding handling, that could help prevent / detect the phenomenon: "chapter 3 preparation and inspection. 3.2 inspection of the endoscope - "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii ultrasonic bronchofibervideoscope had black stuff coming out of it. The issue was found during reprocessing. There was no procedural involvement and there were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the biopsy channel had a leak. Additional findings include the following: the instrument channel had a leak, the biopsy channel port had deep scratches / minor chips on the pink rubber, there were 10+ image guide breakages, the control body had fluid evident (dry after aeration, the grip was pulled down dry), and the device had 0 insulation value (after aeration, the insulation value was 2000 megaohm). The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.